Event description:
Pt reported the display on the infusion device is damaged. No further info is available. No physiological effects were reported. The pt did not require assistance from the healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.